Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone cover of the short port ruptured and the latex layer remained intact. Broken pieces were recovered through the original incision. The same device was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance issue(s) with this production lot. Internal file number - (B)(4).